Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of two (2) 250ml intravia containers ruptured after spiking the bags. This occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual two (2) devices, photographs of the samples, and thirty-eight (38) companion samples were received for evaluation. A visual inspection of the photographs observed what appeared to be ¿bubbles¿ formed by the solution with which the bags were filled (not a defect). A visual inspection was performed on the actual and companion samples, which did not identify any abnormalities that could have contributed to the reported condition. Functional protective tip removal and pressure testing were performed on the actual and companion samples, and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.